Event description:
New information received indicated that the right ventricular lead exhibited loss of capture. Under fluoroscopy it was confirmed that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited a high capture threshold, low pacing impedance and undersensing issues. Programming changes were made and the patient was in stable condition.